Event description:
Promus element plus (B)(6). It was reported that stent thrombosis occurred. In (B)(6) 2013, the patient presented asymptomatic ischemia. Subsequently, the index procedure was performed. The 75% stenosed, 19x2.25mm, new, concentric, type a, <=45 degree angulation, timi flow 3 target lesion was located in the non-tortuous in proximal and non-calcified bifurcation area, middle of the first diagonal artery. The physician treated the lesion with pre-dilatation and placement of 2.25x24mm promus element¿ plus stent at 10 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged. In (B)(6) 2014, the patient presented due to congestive cardiac failure and medication was administered. Five days after, stent thrombosis was confirmed in the segment at 5mm from proximal or distal stent. The lesion was treated with percutaneous coronary intervention (pci) and the patient's status was improved. Five days post procedure, the congestive cardiac failure was resolved.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).